Event description:
Boston scientific crm received information that this device delivered an inappropriate shock due to oversensed noise from a competitor's defibrillation lead. The noise could be reproduced with isometrics. It was also reported that the device detected high out of range pacing impedances. The competitor's lead was suspected to be fractured.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.